Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "a patient who underwent thoracotomy for aortic dissection 2-3 months previously (specific date unknown) followed evar and blood test just before evar showed the patient is now (B)(6). Since the blood test result after the thoracotomy for aortic dissection was (B)(6), the clinical laboratory department of the hospital has built up a hypothesis -bioglue might be attributed to the change in (B)(6) result."

Manufacturer narrative:
Additional information received from the complainant does not attribute (B)(6) results to bioglue. Bioglue is a terminally sterilized product and it is highly unlikely it would contribute or be the cause of (B)(6) results. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
According to the initial report, "a patient who underwent thoracotomy for aortic dissection 2-3 months previously (specific date unknown) followed evar and blood test just before evar showed the patient is now (B)(6). Since the blood test result after the thoracotomy for aortic dissection was (B)(6), the clinical laboratory department of the hospital has built up a hypothesis -bioglue might be attributed to the change in (B)(6) result."